Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output on mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.